Event description:
It was reported that on (B)(6) 2011, the patient was hospitalized for hip surgery. At some point either during or after the hip surgery, the patient experienced an st elevation myocardial infarction (mi), requiring cardiopulmonary resuscitation (CPR), including intubation and then was taken to the cath lab for placement of 4 non-abbott (taxus) stents in the mid to proximal right coronary artery (m-prca). Afterward, the patient was taken back to surgery due to hip injury that occurred during the cath lab procedure. The patient then remained intubated and hospitalized to recover from the hip surgery and the mi. On (B)(6) 2011, the patient experienced chest pain and was taken emergently to the cath lab. In-stent thrombosis was found in the non-abbott stents and treated with a thrombectomy. A new proximal lesion was found in the rca and was stented with a 3.5x12mm xience v stent. On (B)(6) 2011, the patient reported chest pain and was taken emergently to the cath lab. Thrombus was seen distal to the xience v stent, totally occluding the vessel. A balloon pump was placed and vessel thrombectomy and angioplasty were performed. All procedural devices were removed; however, within a few minutes, the patient went into ventricular fibrillation. Defibrillation and CPR were performed, but was unsuccessful and the patient was pronounced dead. Reportedly, it was felt that the thrombus was caused from the patient being taken on and off of integrilin, plavix and effient due to the hip surgery. Additionally, the death was due to a massive mi caused by the thrombotically occluded vessel. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina, thrombosis, myocardial infarction (mi) and death are listed in the xience instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.